Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to functional undersensing. No intervention was performed, and no patient symptoms were reported.